Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected battery out limited alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 500 mg/dl at the time of incident. Customer's other relevant blood glucose level was 270 mg/dl, 320 mg/dl, 170 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose and also treated with manual injection. Customer experienced symptoms such as difficulty breathing and dizziness as result of high blood glucose. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer was alleging not alleging that the insulin pump was under delivering. It was also reported that the insulin pump had unknown pump error and battery out limit error. Customer reports they were able to clear the alarm and able to complete rewind. The insulin pump will not be returned for analysis.